Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). The device was returned for analysis and the evaluation was completed on 30sep2024. Visual and tactile examination were performed, and it was found that a tear measured 33mm in length and extended from a position of approximately 9mm proximal of the proximal markerband to approximately 20mm proximal of the distal markerband was noted. There were no damages found on the tip of the device, no kinks or damage to the shaft and both markerbands.

Event description:
It was reported that balloon rupture occurred. The 84% stenosed target lesion was located in the non-tortuous and 40% calcified artificial blood vessel. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, on the first inflation at 14 atmospheres for 12 seconds, the balloon ruptured. The device was removed without any problem replaced with another of the same model to complete the procedure. No complications reported, and patient status was good.